Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event description: customer verbalized that the tubing was outside of the pump with the pump door shut, and the whole bag of heparin flowed in. No further information is available at this time. Patient injury unknown.

Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 250ml/hr and 25ml and the pump tested in specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.